Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirms the plastic bumper has fractured. The broke piece was not returned with the device. The device failures in this complaint have been identified and confirmed. No investigation is necessary as this failure mode has been previously identified. Corrective actions have been previously implemented by the supplier in september of 2013 to prevent recurrence of this failure mode. The device was manufactured in 2005. The device in this complaint was manufactured prior to the implementation of those corrective actions. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during inspection it was noticed that the genesis ii tibial base impactor broke. No case involved therefore no patient, delay or backup device needed.